Event description:
Customer was hosp for high blood sugar levels. It was indicated that an error alarm had occurred and the customer did not check blood glucose the day before the event. The customer does not remember receiving the error alarm. It was stated that the customer was treated with an insulin drip. Troubleshoting was done and the pump passed functional tests. In addition, the customer was instructed to follow the two hbg rule. A few days later, the customer called and stated that they had lbgs. It was reported that basal rate is set at 1.5 units per hour. The customer believes that it should be a lower dose throughout the night. It was indicated that the customer was assisted with adjusting basal rates.